Event description:
Healthcare professional reported right side capsular contracture, baker grade IV as well as "any creases". The device has been explanted and replaced.

Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the returned device identified, weight to the spec, crease flat, and wear abrasion. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: creases are observed however do not taken as a workmanship because it was not received in their original packaging. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.